Event description:
User reported two canisters imploded causing blood spatter on equipment and walls of procedure room during two separate core breast biopsy procedure. No injury reported, no pt consequences. After discussing with the (B)(4) MFR of the biopsy system, they informed us that the complainant was using the wrong suction canister for their system, contrary to the (B)(4)'s user manual.